Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving ¿too high values¿ while using the adc freestyle libre. No readings or comparisons were reported, but the customer self- injected an unspecified amount of insulin based on the high sensor scan results. The customer experienced unspecified ¿typical signs of low sugar¿ and an ambulance was called. The customer was diagnosed with hypoglycemia and given a glucose infusion for treatment, and was then ¿back to normal¿. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. Removed the sensor plug and inspected the plug assembly. Snaps were curled and unbroken and there were no cracks in the sensor neck. Sensor was reprogrammed and current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified.

Event description:
A customer reported receiving ¿too high values¿ while using the adc freestyle libre. No readings or comparisons were reported, but the customer self- injected an unspecified amount of insulin based on the high sensor scan results. The customer experienced unspecified ¿typical signs of low sugar¿ and an ambulance was called. The customer was diagnosed with hypoglycemia and given a glucose infusion for treatment, and was then ¿back to normal¿. There was no report of death or permanent injury associated with this event.